Event description:
The clinic reported that a laser vision correction patient presented with excessive oil under left eye flap that did not resolved at day one post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of hazy left eye and hazy vision in left eye. Patient had a flap lift and irrigation performed. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.25 x -.75 x 30, left eye pre-op 20/20 -6.00 x .00 x 0.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.